Event description:
It was reported that the patient's incision did not appear to have healed properly after their implant. The patient was also experiencing pain at the generator site. The patient was referred for replacement in part to try to relieve the pain. It was clarified that the scar is thick and appears that it was stretched more than expected. Programming history was reviewed for the generator. Surgery is likely but has not occurred to date. No additional or relevant information has been received.